Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use states: patients should be counseled as to the possibility of subsequent reinterventions. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2019, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that a reintervention will be performed on (B)(6) 2024, additional devices will be implanted. Reportedly, the reintervention was cancelled due to patient¿s current health status. The reason for the reintervention is loss of seal proximally of the implanted trunk-ipsilateral leg endoprosthesis and on the distal end of the implanted contralateral leg endoprosthesis. The root cause of the loss of seal is unknown. There is no aneurysm sac enlargement. The event is ongoing.